Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident and the current blood glucose was 294 mg/dl. Customer stated they was not able to complete troubleshooting as they were not using insulin pump. The insulin pump will not be returned for analysis.